Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was in a lot of pain. They had a sore throat from the tube in their mouth, soreness at incision site, and pain in their neck. Patient called back complaining of pain at site and throat pain as well as neck pain and going to the bathroom frequently. Patient called back stating the test was not working and that they were frustrated. They were in the bathroom every hour having to urinate. Patient was advised about increasing the stimulation to see if that helped but they stated the stimulation was uncomfortable. Patient today stated the stimulation setting was comfortable. They turned it down to 1.1 and said it was better. Patient also stated they contacted their doctor and they cannot do anything else for them regarding the pain she is having. Patient was frustrated that nothing else could be done. Per patient, they were miserable did not specify exactly why before hanging up. Patient hung up out of frustration. Patient was leaking a lot and felt like, they could not eliminate completely. Patient felt as though that they were retaining and had been miserable since the procedure. Patient was changed to program 2 yesterday and doesn't see any improvement. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.